Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while in a spinal fusion, an imprecision was observed by the surgeon. The surgeon was reported to have drilled past the intended target of the patient. There was a reported delay to the procedure of less than 1 hour due to this issue. No additional information was provided.

Manufacturer narrative:
Additional procedure information received.

Event description:
It was reported that the accuracy was off by 2 cm. However there was no effect on the patient because the inaccuracy was recognized immediately.

Event description:
Additional information received reported that a navigation system was being used in the procedure and being operated by an unknown user. The representative noted that a system checkout was performed on the imaging system to give the hospital actual numbers for proof of accuracy. No complications were reported/anticipated.

Manufacturer narrative:
Patient ID provided. Patient dob updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a posterior instrumented l2 to l4 fusion, wires were reported to have been misplaced on the left side of the anatomy. It was noted that the wires at l2 and l3 were placed in the central portion of the spinal canal. When navigating the right side, it was reported that a difference in tactile sensation was observed by the surgeon as they were making contact with bone but the system displayed that the surgeon was in soft tissue on the patient. The surgeon then felt several millimeters inaccurate and a fluoroscopic image acquisition was performed to confirm placement. It was then noted that the wires were found to be medial on anterior posterior (ap) fluoro image acquisitions. The wire at l4 was noted to be fine. It was reported that the l2 wire was the most medial, as it was located through the central portion of the spinal canal. It was noted that there was no cerebrospinal fluid (csf) visible through the pecible. L3's wire was reported to be less medial but still inaccurate. Due to the reported issue, the wires were removed and the procedure was discontinued. Once discontinued, it was reported that a steroid protocol for a spinal cord injury was initiated. When the patient awoke from anesthesia, they were able to move their legs to command. However, detailed neurologic exams could not be performed. Once in the recovery room, the upper extremity neuro exam was normal. Lower extremity testing was noted to pass and that there was no babinski sign. Initially, the patient was noted to have minimal pain, but with time, the patient experienced severe back pain and back spasms. Four days later, on (B)(6) 2018, the patient was brought back into the operating room (or) for a follow-up procedure. During the procedure, it was noted there were no complications. It was reported that the procedure was performed as a l2 to l4 posterior segmental instrumentation procedure and a l2 to l3 and a l3 to l4 posterior fusion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the follow-up procedure was completed with the medtronic imaging system but navigation was not conducted to complete the procedure.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.